Manufacturer narrative:
The curette (mco7a-3) was received for evaluation: device history record (DHR) - no anomalies that could be associated with the complaint was observed. Failure analysis - the active part of the device is broken. The fragment was not returned. There is no material defect at the breakage area and no manufacturing defect. Root cause - this issue is probably due to an improper handling of the device during the use or to a damage of the device during the cleaning prior to the surgery and not detected by the customer.

Event description:
A facility reported that the curette (product ID mco7a-3) broke during first use. The broken part was still attached to the main part of the instrument. No patient injured or death alleged, and the event did not lead to an increase of surgery time.